Event description:
Recently vapotherm, a high flow nasal cannula oxygen delivery device, has been reported to grow ralstonia species. After implementing the new cleaning recommendations from vapotherm - published 11/2005-, ralstonia spp. Was cultured from 7 of 10 in-use vapotherm units. Length of time in use ranged from 6-30 days. All units had been cleaned using the new recommendations. All vapotherm units have been discontinued from use.